Event description:
Boston scientific received information that the rate sense portion of this lead was surgically abandoned due to low impedance measurements of 284 and poor sensing. A new rate sense lead was successfully implanted in it's place without incident.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Although a lead revision was performed, it was determined to be elective and not due to a product malfunction that could cause or contribute to death or serious injury. There was no serious injury to this patient.